Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving baclofen (unknown), concentration 2000 mcg/ml, dose 180.32 mcg/day via intrathecal drug delivery pump for intractable spasticity and cerebral palsy. It was reported that a motor stall was seen at initial interrogation. It was reported that the patient did not recently have an MRI (magnetic resonance imaging). Pump status and/or event log reported motor stall occurred; motor stall (active). It was reported that the hcp asked if the rep could restart the pump; the technical service specialist explained that if the pump recovered it could only recover on its own. There were no reported symptoms. No further complications were reported. Additional information was received from the manufacturer representative (rep). It was reported that the pump replacement was the day of this report and the rep was inquiring about calculating the dose of the catheter volume along with confirming catheter patency and compatibility of the existing catheter with the correct revision kits. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional. It was reported that the patient's weight at the time of the event was unknown. It was reported that the pump would be returned to the manufacturer for analysis. It was reported that the cause of the motor stall was not determined. It was reported that the motor stall had not been resolved.